Event description:
Pt reportedly admitted to hosp on 11/19/98 for routine replacement of a 5 year old device which had alarmed indicating that it was at "end of life." Pt developed fever of 105 to 107 so surgery was postponed. During that night the pt "crashed, coded, arrested and was unable to be resuscitated." An autopsy is being performed. Device returned for evaluation.